Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unexpected battery power loss. Customer¿s blood glucose level was 93 mg/dl. Troubleshoot was performed for replace battery now alarm. The customer stated that he did not get a low battery alert prior to the replace battery now alarm second time also. The customer was advised to continue to wear a pump until replacement arrives if they insert a new battery. The customer was advised that the pump needs to be replaced. The insulin pump will be returned for analysis.